Manufacturer narrative:
A complete manufacturing review could not be conducted as the lot number was not provided. Visual inspection & functional/performance evaluation: the device was not returned; therefore, no visual inspection or functional testing of the device was performed. Medical records review: medical records were not provided for review. Image/photo review: images/photos were not provided for review. Conclusion: the investigation is inconclusive, as the sample was not returned for evaluation. The root cause could not be determined based upon available information. It is unknown whether patient and/or procedural factors contributed to the event. Labeling review: the current IFU (instructions for use) state: product length selection and procedural notes: when using the tapered sidekick catheter with the crosser catheter 14s or 14p, the crosser catheter can be advanced approximately 15cm from the tip of the sidekick catheter. Resistance is encountered beyond 15cm due to the taper on the crosser catheter aligning with the taper on the sidekick catheter. A taper lock-up marker (single marker on the crosser catheter shaft) is located 127cm from the distal tip for the 146cm crosser catheter and 80cm from the distal tip for the 106cm crosser catheter. The taper lock-up marker is an indicator that the tapers on the catheters are nearing alignment; advance the crosser catheter slowly. Do not continue to advance the crosser catheter if resistance is encountered. Procedural steps: remove product using standard techniques while maintaining guidewire access when use of the product is complete.

Manufacturer narrative:
No device, no medical records, or no medical images were provided to the manufacturer. The lot number for the device was provided. The device history records are currently under review. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that after successfully crossing a lesion in the sfa, approximately 1 minute of activation time, the recanalization catheter allegedly became stuck within a support catheter during retraction. Reportedly, another recanalization catheter was used to successfully complete the procedure. There was no reported patient injury.